Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that this device needed an agr (automatic guided restore) procedure. The procedure was completed successfully. The device status is unknown. No patient complications were reported as a result of this event.